Manufacturer narrative:
Failure analysis investigation of the returned instrument found that both pitch cables were loose at the wrist. Both cable crimps remained in the clevis and the clevis did not exhibit any damage or wear marks. Upon removal of the instrument housing, the pitch cables were loose at the clamping pulley. The clamping pulley screw was not loose. The instrument passed electrical continuity testing. Failure analysis also found damage to the distal end of the main tube. The surface of the main tube appeared to be scraped off and material was missing. No other damage was found.

Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the pk dissecting forceps instrument from the hospital in a damaged condition. No information concerning the defect(s) was provided to isi. Attempts were made to obtain the reason for return, but were unsuccessful.